Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right-side transfemoral tavr (transcatheter aortic valve replacement) procedure with a 29mm sapien 3 valve in the native aortic position, there was unusual resistance when inserting the 29mm commander delivery system (ds) through the 16fr esheath+. Per fluoroscopy, there did not appear to be any esheath+ kinking or otherwise obvious reasons why the valve was not able to exit the end of the esheath+. In response, the operating team exerted a little extra force, at which point the valve did exit the esheath+. There were no additional complications and the valve was successfully implanted in the patient. Upon removal from the patient, the distal end of the esheath+ was noted to be torn. It was reported that the ds was removed from the patient first, then the esheath+. The patient left the operating room in stable condition with no signs of a vascular injury. According to the provided device imagery, the distal tip was torn radially, but opened along the axial score line. Also, stretching was visible along the tear.